Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Manufacture date: lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal complaint reference #: (B)(4).

Event description:
It was reported by the physician that one and a half days post endometrial ablation, the patient reported to the emergency department with abdominal pain. Patient was diagnosed with a "small pencil tip sized" bowel perforation that required laparotomy and oversew of the affected area - no resection was required. There was an area in the corneal region of the uterus that had some blanching but no uterine perforation noted. No additional information provided.